Manufacturer narrative:
(B)(4). Batch # unk. Day unknown. Only month (november) and year (2018) known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the nurse discovered that product package was unusually full of air making the product package bulge a lot. The inner lining of product package lit was also clearly affected as it had started to come loose from the package rim, in effect opening itself from the inside-out. Product was deemed as non-sterile and did not reach operating room.

Manufacturer narrative:
(B)(4). Batch # r57y01, r57v2k. Device evaluation summary: the analysis results found that a tlc75 device was returned inside its package unopened. The package was visually inspected and no anomalies were observed. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Lot r40d1h: the lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Batch: r57y01: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch r57v2k: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.